Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device was out of specification on the uplink functional test due to the cable being out of electrical specification. It was also noted that the label was missing the backing. Product ID: 2090w programmer; product ID: r2290 analyzer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported the screw could not be retracted to check the analyzer. The analyzer is not connected. The analyzer was turned on to do a case/check/test and unable to fix. It was also reported the lid to keyboard needs to be repair. The analyzer, radiofrequency (rf) head and programmer were returned for repair, all were analyzed and tested out of specification. No patient complications were reported as a result of this event.